Manufacturer narrative:
A visual evaluation found that the push catheter was bent in multiple places. A slight tear was found in the suture hole of the push catheter indicating that tension was probably applied to the suture at some point in the procedure. The proximal end of the touhy-borst adaptor was not returned on the push catheter. A visual evaluation of the guide catheter found it was kinked and appeared to have been partially accordion in multiple places. The outer diameter of the guide catheter was measured in what appeared to be an undamaged section and was found to be 0.059 inches, which is within the manufacturing specification of 0.059 +/- 0.002 inches. The inner diameter of the push catheter at the distal end was measured and found to be 0.065 inches, which is not within the manufacturing specification of 0.068+0.002/-0.001 inches. It is possible that the inner diameter of the push catheter did not meet specification during the evaluation due to the damage noted to the device. The customer complaint could not be confirmed. The most probable root cause is that during use the push and guide catheters became damaged causing the stent to be difficult to deploy.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure performed in 2008] (female patient; age and weight are unknown). According to the complainant, when they attempted to release the stent, it was unable to pull the inner catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."